Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicating that they had sensor break. Customer stated the change sensor because it is bleeding and another had broken cannula. Customer's blood glucose at time of incident was 5.8mmol/l.